Manufacturer narrative:
(B)(4). The device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used to clip the cystic duct and when the device was fired on an unknown firing the device would not release and then was pulled off and this lacerated the cystic duct. A competitors device was used to complete the case. There was no adverse consequence to the patient.